Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/rising thresholds. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.